Manufacturer narrative:
MFR did not receive form 3500a from user. This report is currently ongoing. Add'l info will be provided in a follow up report.

Event description:
According to the journal article, "transespohageal echocardiographic detection of intracardiac bioglue postmitral valve replacement", bioglue was used in a mitral valve replacement. Subsequently, a tee evaluation was performed. During the examination, a 3cm long filamentous structure located at the junction was noted. The patient was rehepranized, recannulated, and cardiopulmonary bypass was reinstituted. The left atrium was reopened and the structure was noted to be polymerized bioglue. The bioglue was dissected away without complications. The patient's perioperative course and hospital stay was noted to be uneventful.